Event description:
Phlebotomist was attempting to dispose of a used needle in a bd sharps container (allegiance part #b3020-1). The automatic needle remover malfunctioned, the spring flipped the needle and vacutainer back out of the opening. The needle was exposed and a needle stick injury occurred.